Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Per the consumer, the first test taken generated a negative result and the second test conducted the same day generated positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Per the consumer, the first test taken generated a negative result and the second test conducted the same day generated positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 212454 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 212454 and test device 195-430h / lot 207836. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212454 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212454 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : device discarded; single-use device.